Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment/slda appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip was implanted successfully, reducing mr to 1-2. However, minutes after the deployment of the clip, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). After the slda occurred, there was no change in mr, mr remained 1-2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional treatment is planned. No additional information was provided.